Event description:
Pt showed up in the emergency room complaining of chest pain. X-ray revealed a broken adkins strut on the pt's sternum. Pt taken to surgery on 2/8/99, for the removal of the broken strut. Sample retained at the hosp for possible legal issue.